Event description:
Procedure was completed by fractured tip of coronary pt2 moderate support j wire. The tip got dislodged in collaterals between lcfx artery and distal rca without any compromise to blood flow or ischemic thrombotic complication.